Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the indicator window on a 7f exoseal vascular closure device (vcd) turned black the plug deployment button could not be fired. The device was removed, and manual compression was applied. There were no reported injuries to the patient. The device was being used for puncture site closure during an electrophysiology (ep) procedure. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the indicator window on a 7f exoseal vascular closure device (vcd) turned black-black, the plug deployment button could not be fired. The device was removed, and 35 minutes of manual compression was applied. There were no reported injuries to the patient. The device was being used for puncture site closure during an electrophysiology (ep) procedure. The device was stored and prepped according to the instructions for use (IFU), and the procedure was performed using a retrograde approach. The patient¿s bmi was not greater than 40. The physician had certification for using the exoseal vascular closure device (vcd). No visible signs of damage were observed on the device or packaging prior to use. One exoseal device was used, and a non-cordis sheath was utilized. Angiography confirmed the femoral artery¿s suitability with the vascular sheath introducer inserted at an angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium, plaque, stent, or significant stenosis near the puncture site, and no prior use of closure devices or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site within 30 days before the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped per the bleed-back indicator. The button on the device could not be depressed, and no red color was observed in the indicator window during retraction. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when the indicator window on a 7f exoseal vascular closure device (vcd) turned black-black, the plug deployment button could not be fired. The device was removed, and 35 minutes of manual compression was applied. There were no reported injuries to the patient. The device was being used for puncture site closure during an electrophysiology (ep) procedure. The device was stored and prepped according to the instructions for use (IFU), and the procedure was performed using a retrograde approach. The patient¿s bmi was not greater than 40. The physician had certification for using the exoseal vascular closure device (vcd). No visible signs of damage were observed on the device or packaging prior to use. One exoseal device was used, and a non-cordis sheath was utilized. Angiography confirmed the femoral artery¿s suitability with the vascular sheath introducer inserted at an angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium, plaque, stent, or significant stenosis near the puncture site, and no prior use of closure devices or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site within 30 days before the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped per the bleed-back indicator. The button on the device could not be depressed, and no red color was observed in the indicator window during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18412497 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, when the indicator window on a 7f exoseal vascular closure device (vcd) turned black-black, the plug deployment button could not be fired. The device was removed, and 35 minutes of manual compression was applied. There were no reported injuries to the patient. The device was being used for puncture site closure during an electrophysiology (ep) procedure. The device was stored and prepped according to the instructions for use (IFU), and the procedure was performed using a retrograde approach. The patient¿s bmi was not greater than 40. The physician had certification for using the exoseal vascular closure device (vcd). No visible signs of damage were observed on the device or packaging prior to use. One exoseal device was used, and a non-cordis sheath was utilized. Angiography confirmed the femoral artery¿s suitability with the vascular sheath introducer inserted at an angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium, plaque, stent, or significant stenosis near the puncture site, and no prior use of closure devices or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site within 30 days before the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped per the bleed-back indicator. The button on the device could not be depressed, and no red color was observed in the indicator window during retraction. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when the indicator window on a 7f exoseal vascular closure device (vcd) turned black-black, the plug deployment button could not be fired. The device was removed, and 35 minutes of manual compression was applied. There were no reported injuries to the patient. The device was being used for puncture site closure during an electrophysiology (ep) procedure. The device was stored and prepped according to the instructions for use (IFU), and the procedure was performed using a retrograde approach. The patient¿s bmi was not greater than 40. The physician had certification for using the exoseal vascular closure device (vcd). No visible signs of damage were observed on the device or packaging prior to use. One exoseal device was used, and a non-cordis sheath was utilized. Angiography confirmed the femoral artery¿s suitability with the vascular sheath introducer inserted at an angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium, plaque, stent, or significant stenosis near the puncture site, and no prior use of closure devices or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site within 30 days before the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped per the bleed-back indicator. The button on the device could not be depressed, and no red color was observed in the indicator window during retraction one non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked condition on the delivery shaft was observed, located 5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained was within specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in indicator wire retraction and expected plug deployment. Additionally, the black/white/red positions in the indicator window were observed. A high-magnification evaluation was performed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18412497 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked condition was observed on the delivery shaft. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.